Event description:
It was reported that following pump implant patient spent the night in the hospital and next day he was sent home. Patient was wearing a girdle and three days later when he opened it he noticed the incision was bruised and very swollen, 'looked like a basketball'. Patient went to the ER and they called it severe bruising and asked him to follow up with his implant hcp. Post-surgical follow up was scheduled 11 days after implant during which the hcp aspirated the pocket and filled four vials with blood that deflated the bump down a bit. Per reporter the size of the bump went to 'half of a hard ball' which per the hcp was low enough and the rest would soak up, which per reporter it did. In regards to symptoms patient could hardly breathe, 'like half on oxygen,' felt like lungs were being pressed and per a friend patient was pale white, 'looked like hell,' and took him to the hospital. The patient 'went through living hell,' 'had a bad time' and felt the situation was 'serious.' The incision site healed and patient got better. The drug infused in system was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8596, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8590-1, lot# n068403, implanted: 2006-(B)(6), product type accessory. (B)(4).